Event description:
The customer reported that erroneous, high microalbumin (ma) results were generated from a unicel dxc 800 synchron system for nine patient samples over four days. This report is two of four and represents the erroneous ma results generated on the unicel dxc 800 synchron system for two patients on (B)(6) 2011. The initial, erroneous ma results were reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument the ma results were lower, considered as valid, and patient reports were amended. Beckman coulter inc. Assessment of customer provided system data indicates that level 1 instrument assay quality control (qc) results failed to meet customer established specification during the timeframe of event ((B)(6) 2011). No additional system information and no sample handling/collection information were provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this issue. The field service engineer (fse) replaced the cartridge chemistry probe. This appears to have resolved the issue. MDR associated with this event: 2050012-2011-05149, 2050012-2011-05150, 2050012-2011-05151, 2050012-2011-05152.